Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a narrow therapeutic window associated with lead positioning; however, no lead migration was reported. As the patient's disease progressed, higher stimulation settings were required to adequately control tremor symptoms. Further increases in stimulation amplitude were limited due to side effects related to stimulation, including muscle contractions and persistent paresthesia affecting the hands and face. Programming adjustments were attempted, but no satisfactory solution was achieved. Due to these ongoing issues, the patient underwent replacement of the dbs system. During the procedure, the original burr holes were abandoned, and new burr holes were created to allow placement of the leads along a different trajectory. The explanted devices were retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported to be doing well.

Manufacturer narrative:
B3: no specific event date as inadequate stimulation happened gradually with disease progression. It was on (B)(6) 2025 that the patient was referred to referred to a physician for lead evaluation. D2b: additional pro code selection that applies to the indication of this device: nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7080422. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 26793897. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) # (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 26793897. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) # (B)(4).